Event description:
It was reported that the device was not alarming as indented. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporter phone # unknown.

Manufacturer narrative:
The philips biomedical site lead initially selected "no" to the question that the device was alarming as it should, but later clarified that this was selected in error. The device was alarming as intended and "yes" should have been selected.

Event description:
It was reported that the device was not alarming as indented. The device was in use on a patient at the time of the event. There was no adverse event reported.